Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced two low glucose events while using the ilet, each occurring after a preceding high glucose, and the user self-treated with carbohydrate overcorrections that resulted in subsequent hyperglycemia; insulin delivery had not been paused and the user had been on the system for about one week with a higher nighttime target. Symptoms included hypoglycemia with a concerned feeling about lows. Outcomes included transient low and high glucose readings without hospitalization. Investigation included troubleshooting and user education, including review of the 15/15 protocol and configuration of custom predictive low alerts in the connected application. Investigation of this case revealed that the device functioned as designed, and the events were associated with user-initiated carbohydrate overcorrection following lows, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia events. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.